Manufacturer narrative:
The reported event that the wheel on navigation ii cart broke was confirmed by the senior director connected care. During the visual inspection a broken castor was found. A broken castor is a known failure. A nc (B)(4) was opened on (B)(6) 2010 to address this issue. There was also a change request (B)(4) opened on (B)(6) 2010 to address this issue. The change request was implemented on (B)(6) 2011. The manufacture date of this device predates the implementation of this correction.

Event description:
It was reported that the castor broke off of the cart while being wheeled out of the operating room. No adverse consequences, medical interventions, or delays were reported.

Event description:
It was reported that the castor broke off of the cart while being wheeled out of the operating room. No adverse consequences, medical interventions, or delays were reported.